Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip was placed on the common duct. The pt complained of excessive pain and was sent to another hosp by the surgeon. The pt was reopened by another surgeon and it was reported that the clips had slipped and the pt suffered from bile peritonitis. The pt was later released.